Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient contact called in regarding an air detected in cassette alarm while in drain 1 of 4. The pd patient contact noted when they removed the cassette after the treatment they noticed fluid leaking from the cassette. The patient's contact stated it appeared the fluid leak location was at the tubing connection of the cassette. The treatment was cancelled. During follow up the pd nurse stated the patient completed the treatment using manual supplies and received prophylactic antibiotics. The patient received vancomycin (1000ml) and gentamicin (40ml). The cassette was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.